Event description:
It was reported that the patient underwent a revision surgery approximately one (1) year and nine (9) months after their initial surgery due to an unknown reason.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02786. Concomitant medical products: item#: unknown, unknown tm poly liner; lot#: unknown. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02786-1 the following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - head no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.